Event description:
Failure to osseointegrate.the material number and PMA/510(k) number has been updated, which isreflected in this follow up report.(B)(6) 2026 13:43:05 cet ((B)(6)).the batch number was provided on the label with the returned product,hence the updated information in this follow up report.

Event description:
Failure to osseointegrate.

Manufacturer narrative:
The material number and PMA/510(k) number has been updated, which isreflected in this follow up report.(B)(6) 2026 13:42:41 cet ((B)(6)).the batch number was provided on the label with the returned product,hence the updated information in this follow up report.